Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. (B)(4).

Event description:
A pharmacist reported that multiple knives would not cut. Procedure details information is unknown. There was no report of any patient harm. Additional information has been requested. Additional information received clarified that the knives were determined to be unable to cut while attempting to make the incision during cataract surgery. An alternate knife was obtained in order to perform the procedure. It was confirmed that there was no harm to the patient.